Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was pre-fired and engaged in interlock. The interlock was overridden then the reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product for the reported condition of instrument did not fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy the reload failed to fire.